Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, the implantable cardioverter defibrillator exhibited non-sustained right ventricular oversensing alerts. Further review noted that the alerts were due to a sensing mismatch of premature ventricular contractions between the nearfield and farfield signals. Programming changes were made. The patient had no consequences and will continue to be monitored.